Event description:
Rptr was taking blood from a pt when rptr noticed there wasn't any blood flowing. As rptr took the tube off to place another one, blood began to spout out into the vacuum container. Rptr immediately blunted and removed needle from arm. After further investigation the safety guard was found to be severely bent.